Event description:
The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Product analysis: it was noted during analysis that the programmer touchscreen was out of calibration. It was also noted that cord bay, latches and display rear cover were broken. It was also noted that the fan was noisy. It was further noted that the hinges cover plate screws and the lower bullets were missing. Furthermore it was noted that the upper and lower case were damaged and that the link electronic module (lem) board was defective. Due to a lack of available components the programmer was approved for disposition as scrap. If information is provided in the future, a supplemental report will be issued.